Manufacturer narrative:
A replacement power adapter was sent to the customer. In summary, a breach in the insulation of both the positive and negative wires on the dc output cord were present and could cause sparking if both wires were to touch. Sparking poses a risk should it come in contact with a combustible material. (B)(4), approved on (B)(4) 2010, has been initiated for pump in style transformer overheating/melting issues. Any additional f/u actions will be established as a result of the CAPA process. Evaluation summary: a visual examination of the power supply revealed no deformation on the transformer housing and no holes or openings. A visual examination of the cord revealed that the cord is very twisted and kinked with a breach in the insulation of both the positive and negative wires at the strain relief. The power supply was plugged in and the voltage across the dc plug was measured at 12.8 vdc, which indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured at greater than 0.8 mega-ohms, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured at 59.3 ohms, which is normal and indicates that the thermal fuse did not blow.

Event description:
The customer reported that the power supply for his wife's pump "completely shut down and wires are sparking." The customer did not report an injury.